Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as MDR ID# 2134265-2013-01853. It was reported that during a stenting treatment procedure, patient experienced chest and right arm discomfort occurred. The patient presented with persistent chest discomfort without any significant EKG changes diagnosed as unstable angina. The 70% stenosed, de novo target lesion located in the mid left circumflex artery (lcx) and extending to distal lcx was 26 mm long with a reference vessel diameter of 3.0 mm which was treated with direct stent placement using 3.00 mm x 12 mm ion us coa stent. Following post-dilatation using 3.25 x 8 mm nc quantum apex balloon, the subject complained of chest discomfort and right arm discomfort which was relieved after balloon deflation and treatment with 1 tab of nitroglycerin sl and fentanyl 50 mcg. After withdrawing the wire there was worsening of distal disease in lcx which was intervened by a second 3.00 mm x 20 mm ion us coa stent placed in an overlapping manner with the first 3.00 mm x 12 mm ion us coa stent. Following post dilatation residual stenosis was 0%. The patient was discharged the next day on aspirin and clopidogrel.